Event description:
After rotational atherectomy with a 1.25 burr device, a 2.5 diameter by 12mm length s660 stent delivery system was inserted for treatment of a 90% lesion in the mid right coronary artery. It was not possible for the stent to cross the severely calcified lesion, therefore, it was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged in the descending aorta when it was pulled into the guide catheter. The undeployed stent was left in the pt's arterial vasculature. The target lesion was then treated with balloon angioplasty. The pt was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The severe calcification and no 1:1 pre-dilatation contributed to the stent not crossing the lesion. The instructions for the removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.